Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo lowing medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report (B)(6) 2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event". A review of the manufacturing records was not performed due to a lot number not being received from the user facility. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer stated that at start of the case the radiofrequency stylet (rfs) was inserted into radiofrequency generator rfg3, and after placement of the rfs and tumescent the start button was activated and an error appeared. After multiple attempts with the second rfs it could not be placed confidently due to image distortion from the tumescent. The patient was rescheduled to have to procedure completed one week later. No harm to the patient.